Event description:
A malfunction alarm was reported with a malfunction code of malf 3. There was no information available or an answer declined regarding any adverse impact on the customer's blood glucose level. Technical support decided not to replace the pump since it was out of warranty, and the patient decided to use multiple daily injections as an alternative therapy.